Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between vns therapy and the increase in seizure activity is unk. The pt is being scheduled for prophylactic replacement of the generator. Good faith attempts to obtain the additional information regarding the reported event have been unsuccessful to date.